Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the surgeon implanted a bard/davol ventrio st mesh which was expired on 28-feb-2021. It was reported that the mesh has been left implanted and the patient has not received any additional medical/surgical treatment. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired ventrio st was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date, this is the only reported complaint for this manufacturing lot.